Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implanted pump. The indication use was spinal pain mentioned. The patient was presented to emergency department (ed) stating that she thought she was having a stroke, dizziness, sweating. There were no known environmental/external/patient factors that may have led or contributed to the issue. The facility requested a rep to come and turn the pump off. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a healthcare provider indicated that the patient was admitted and would like a company representative to come in and turn the pump off. The technical services (tss) connected the patient to the national answering service (nas) to page the field rep additional information was provided from a healthcare provider stated that the patient passed away one day after admission to the intensive care unit (ICU). The cause of the death and symptoms currently unknown, and an autopsy has not yet been performed. The initial reporter recommended contacting the ICU physician for further information. Additional information was provided by a company representative, who noted that I had not been aware the patient had passed away. I am adding the sales representative responsible for this account. The rep stated I do not have information regarding the patient¿s prior medical history, as the patient was admitted as an inpatient at (B)(6), which is outside my territory. I volunteered to interrogate the pump and provide medtronic representation while the patient was in the ICU because of my proximity to the facility; I live farther south than my colleagues, and (B)(6) is only about 45 minutes from my home. The rep was informed by another rep and the intensive care unit (ICU) nurses that the hospitalist requested the pump be completely turned off. I explained that shutting the pump off entirely would render it inoperable. They acknowledged this but still insisted on terminating pump functionality. Before doing so, I reviewed the pump logs and report and noticed a recorded motor stall. I asked the in ICU nurse whether the patient had recently undergone an MRI, and she stated they had not. It later became clear that the ICU nurses had attempted to turn off the pump themselves by applying a magnet, which caused the motor stall and subsequent motor stall recovery. The rep contacted medtronic customer service to obtain the necessary code to discontinue therapy. After the therapy was discontinued, I departed the hospital. I do not have any additional information regarding this patient. I was also informed by the medtronic customer service representative that they would complete an mpxr following my call regarding the discontinuation-of-therapy code. Additional information was provided by a company representative, who stated that earlier this week I spoke with the clinical coordinator. She, the physician, and their legal team are currently working on completing the paperwork received from medtronic. They do not yet have many answers but are doing their best to address as many of the questions as possible. She will inform her that you are hoping to receive a response by the end of business today. Additional information was provided from a healthcare provider stated that the motor stall recovered after two days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.